Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) EKG cable is broken. There were no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields : d4 ( version or model ) ,e4 updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) checked and replaced cable lead wire set (d012-00-1157-02) usable. All functional and safety checks are meet to factory specifications performed and returned to use.

Event description:
N/a.